Manufacturer narrative:
The device was evaluated and the event was duplicated. The decorative screw was loose. The device was repaired and returned to the account.

Event description:
It was reported that the screw came out of the back of the device during a total knee procedure. The screw did not fall into the surgical site. They completed the procedure successfully with a backup device. There was no medical intervention required and no delay in the procedure.